Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent placement difficulties were encountered. The 90% stenosed lesion was located in the calcified and mildly tortuous left external iliac artery. The lesion was pre-dilated with a 6mm x 40mm sterling balloon catheter. The wallstent endoprosthesis with unistep plus delivery system was advanced successfully to the target lesion and half of the wallstent was deployed. Upon attempting to retract the outer sheath, resistance was encountered. The wallstent was released inside the introducer sheath and successfully "pushed" to the target lesion with a dilator.. The procedure was completed with this device. No pt injuries or complications were reported. The pt's status was reported as "good".